Event description:
It was reported that during a surgical procedure at the user facility metal shavings were coming out of the device. The customer stated that this was noticed before any shavings got into the surgical site. The procedure was completed successfully using an alternative device. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The customer discarded the device prior to evaluation.